Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple, intermittent low blood glucose (bg) levels (37 mg/dl). Milk and yogurt were consumed to address the low bg. The customer did not know what caused the low bg. As the events had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot. Cts advised the customer to speak to a healthcare provider to discuss the low bg.